Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately calcified and severely tortuous right external iliac artery. After 014 non-bsc guide wire was used to cross the lesion. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected and advanced to treat the target lesion. During first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed a 2mm non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.